Event description:
Three days after a non-q wave mi, the pt underwent off-pump CABG x3 with a saphenous vein graft to the right coronary artery anastomosed with the connector. The operation went "fine"; however, the pt experienced postop thrombocytopenia and a left hemothorax requiring reoperation, during which the grafts were noted to be " perfect and hemostatic" with "good flow". After returning to the ICU, pt experienced hypertension that was resolved with meds and was extubated. On postop day 1, the pt became apneic with no blood pressure, was reintubated and underwent reoperation. The saphenous vein graft to the right coronary artery had detached from the aorta with the connector intact. The connector was removed from the saphenous vein graft, the graft was resewn to a new site with suture and an intraortic balloon pump was placed. The pt was initially stable in the ICU, developed "acute" renal failure, was declared brain dead, and is being kept on full life support.